Event description:
It was reported, that during a left sided atrial flutter case. A pericardial effusion was noticed. The caller reported, there was a rapid drop of blood pressure on the arterial line. The pericardial effusion was confirmed by ice. The caller reported, that the medical intervention provided was a pericardiocentesis and 1400cc were removed. 400cc were reinfused into the patient. The patient death happened, during the intervention. The doctor believed there was a mechanical perforation during transseptal. Biosense webster clinical account specialist later obtained the following information upon communication with a biosense webster clinical account specialist supporting the case: physician performed a transseptal procedure. Access to the left atrium seemed difficult. After getting the sheath across, the ablation catheter was advanced into the heart. And it was noted, on the carto system to have an odd course, though it was felt that it may have been a possible entrance into the right lower vein. Suddenly patient's blood pressure began to decline and patient arrested. Resuscitative efforts were unsuccessful. And the patient expired. The cas did not mention any concern regarding product use. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).